Event description:
It was reported that the patient had radiation therapy and after the procedure the ipg was unable to communicate with external devices. Patient reported placing their ipg in surgery mode prior to the procedure. Troubleshooting was attempted by company representative and has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: corrected reported aware date to 07 march 2025 in previous MDR. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Correction in b5 of initial MDR: patient reported placing their ipg in MRI mode and not surgery mode prior to the procedure as mentioned previously in initial MDR. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Updated a4- patient weight.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.